Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had an insulin pump error alarm. Customer stated that the insulin pump was able to clear the alarm as well as rewound. Customer stated that the insulin pump did not pass the self-test.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected pump error 43, motor errors, or prime/rewind anomalies were noted during testing. Motor was tested outside the device, and it passed. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a broken trace at the keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.